Event description:
Per the clinic, the patient underwent surgery (date not reported) to replace the abutment with a longer abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.